Event description:
It was reported that a patient was getting an infusion and the chemotherapy was completed. The nurse set the patient up for (saline) flush with a secondary bag that was y-connected to the primary line. The nurse reportedly left the room and was out of the room for approximately 30 seconds when the pump beeped. The nurse went back to the room and saw the pump alarming for air-in-line. The nurse looked at the line and reportedly saw fluids below the pump about two inches and then about six inches of air followed by fluids. The pump was stopped completely and there was no harm to the patient.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-169202 is a concomitant. Please refer to manufacturer report number 2016493-2023-169201, which captured the correct suspect device per investigation report.

Event description:
It was reported that a patient was getting an infusion and the chemotherapy was completed. The nurse set the patient up for (saline) flush with a secondary bag that was y-connected to the primary line. The nurse reportedly left the room and was out of the room for approximately 30 seconds when the pump beeped. The nurse went back to the room and saw the pump alarming for air-in-line. The nurse looked at the line and reportedly saw fluids below the pump about two inches and then about six inches of air followed by fluids. The pump was stopped completely and there was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.